Manufacturer narrative:
Event date: the event occurred on an unspecified date of (B)(6) 2024. Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had damage in an unspecified location. This was observed during setup/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction to d4: model #, h4. Additional information: b5, f10/h6: medical device problem codes (replace a0401 with a0412), f10/h6: component codes (add code), h6 (replace b17 with b18), h11. B5: upon additional information, the balloon of the device burst (ruptured) after filling an unspecified chemotherapy. The device contained less than 100ml. H11: the device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.